Event description:
During a laparoscopic cholecystectomy procedure, the clip applier that was being used misfired and in one instance it fired two clips at once. The physician stated at that time, that he also experienced problems with the same type of disposable instrument last week. No harm to the patient.device was sent to the manufacturer for examination. Reporter is awaiting the manufacturer response.

Event description:
During a laparoscopic cholecystectomy procedure, the clip applier that was being used misfired and in one instance it fired two clips at once. The physician stated at that time, that he also experienced problems with the same type of disposable instrument last week. No harm to the patient.device was sent to the manufacturer for examination. Reporter is awaiting the manufacturer response.